Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead during a device check, prior to change out of the patient's implantable cardioverter defibrillator. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.